Manufacturer narrative:
Follow-up #1 date of submission 05/11/2016-product analysis: the device was returned and evaluated by product analysis on 04/25/2016 with the following findings: the complaint could not be investigated due to a moisture issue. Review of the pump¿s black box revealed multiple rebooting events. Moisture was observed within the battery compartment; leak testing verified a battery compartment leak. A battery cap was not returned with the pump; a test cap was able to secure properly to the pump without a power issue. The pump powered on with audio and vibratory alerts functioning. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.